Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2026) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during angioplasty procedure, the guidewire allegedly perforated the balloon form inside to outside. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the guidewire allegedly perforated the balloon from inside to outside. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 018 drug coated balloon catheter device was received for evaluation. During visual evaluation, the inner guidewire lumen was noted to be bent. Medical gauze and saline residue were noted to the balloon. An in-house presto inflation device was used to inflate the balloon, and water was noted streaming at the distal tip. An in-house guidewire was then inserted to the device from the distal tip. The guidewire protruded through the inner guidewire lumen. No other functional testing performed. Four photos were reviewed. All photos show the guidewire protruding via guidewire lumen. Guidewire was seen perforating the balloon from inside to outside in the guidewire lumen. Therefore, the investigation is confirmed for the reported material puncture as guidewire protruded through the inner guidewire lumen. A definitive root cause for the reported material puncture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.